Event description:
Customer reported that the housing for their pump in style power adapter broke, exposing the inner electronics. She stated that the screws came off the housing.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer reported that when she went to unplug the power adapter the casing fell off. The customer did not report any injuries as a result of the issue. She stated that she would return the original product. As of the date of this report the original product has not been received. Should additional information become, or the original product, become available resulting in new, changed, or corrected information, a follow up report will be filed that time. Though the original product has not been evaluated, this issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.